Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported firing problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a CT-guided liver biopsy procedure, the device allegedly misfired twice resulting in two additional biopsy attempts. During these two attempts, no tissue sample returned. Further it was reported that there was allegedly subcapsular bleeding at biopsy site. Reportedly the patient developed hypotension during recovery period. Additionally, bleeding was allegedly identified in right lobe of ear and required embolization. Current status of the patient is unknown.